Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Patient code used for: there were no patient involvement reported. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records review: part number: 03.825.002, synthes lot number: h263971, supplier lot number: n/a, release to warehouse date: 10-may-2017, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during a loan kit inspection a locking issue was detected on two spindles. No patient involvement. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Reporter¿s address and phone number not provided for reporting. A device history record (DHR) review was performed for part number: 03.825.002, synthes lot number: h263971, supplier lot number: n/a: release to warehouse date: 10-may-2017, expiration date: n/a, supplier: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. The returned instrument was inspected at customer quality and the complaint was rated as confirmed. The welding seam was found cracked around most of the weld. The superior surface of both knobs shows visible signs of impaction consistent normal use. There were no visible signs of damage on the shaft or the m4 or m8 threads. A device history review was performed for the returned instruments¿ lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint conditions. A visual inspection and DHR review were performed as part of this investigation. Previous investigations on the complaint condition determined that the weld was not strong enough to withstand the applied impaction load from normal use and appropriate actions have been taken to address the issue. A design change will be performed for the spindle instrument 03.825.002 in regard to the weld. The drawing of the spindle will be updated to increase the weld size. Unknown when device malfunctioned. Date device returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.